Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been triggered for this system due to a shocking impedance measurement of 136 ohms. A review of the device data identified there has been a gradual rise in the measurements over the past six months. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. Troubleshooting was recommended. No adverse patient effects were reported.

Event description:
Additional information was received stating another out of range shocking impedance measurement was produced which was greater than 145 ohms. A boston scientific technical services consultant recommended performing testing to ensure system integrity and increase the shocking impedance upper limit. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.